Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported to drager by (B)(4) : this is a spontaneous report received by (B)(4) on (B)(6) 2015 from (B)(6) of accidental contact of suprane gas with both eyes and unable to see, in a male nurse (bn) of unreported age who prepared suprane ((B)(4)) for use. On an unreported date the (B)(6)(male) has filled suprane in an evaporator of the manufacture "drager" ((B)(4)) which is licensed for the utilization with suprane. As he pulled off the suprane bottle from the evaporator the gas squirted in both eyes. He stated that the evaporator was only filled to the last mark. After that he was unable to see. He has immediately flushed the eyes. Afterwards he was admitted to the eye hospital and received an eye rinsing for 2.5 hours. No permanent injury reported.

Manufacturer narrative:
The suspected vaporizer was subject to in-depth testing. No nonconformity was detected during visual examination, no deviation was observed during several filling cycles performed - the device passed all tests and was found fully compliant to specifications. The desflurane container involved in the incident was not delivered to draeger for evaluation. No indication for a product malfunction was detected. Draeger knows an isolated number of similar complaints - a product problem was determined in none of the cases. Thus, the most likely explanation would be that the user did not consequently follow the filling procedure. The IFU clearly describes that - if the filling ends, one have to wait for 2 or 3 seconds to let the small amount of liquid run into the tank which is located in the space between the tank valve and bottle valve when the bottle valve closes. If the user removes the bottle too quickly this small amount may suddenly evaporate causing a spraying out of the filling opening. According to the material safety data sheet of the drug manufacturer no other consequences beyond reversible irritations are to be expected if eye contact occurs. In the particular case was confirmed as well that the irritation fully receded.

Event description:
Please see initial MFR. Report #9611500-2015-00161.